Event description:
It was reported that since the implantable neurostimulator (ins) replacement in (B)(6) 2013, the ins site had been uncomfortable and didn¿t feel right. It was noted that the health care professional had decided to relocate the ins from the right abdominal area to the hip and that the patient did not request this change. Shortly after implant, the patient saw the health care professional and was told that once the swelling went down, it would get better. It was noted that it had not and that the patient could not wear slacks because it rubbed the stimulator. It was noted that it got sore and that the patient kept bumping the ins as it was right on her hip. The reporter noted that the patient saw the health care professional several months prior to the report and requested the ins be moved back to the abdominal area but the health care professional was very hesitant. It was further reported that the patient did not have concerns with the device or therapy. It was noted that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. It was noted that the patient still had concerns regarding the device or therapy but was working with the health care professional or manufacturing representative. It was noted that the device was located in the patient¿s left hip and caused much discomfort and irritability in the prior year. Another health care professional told the patient it could be relocated and it was to be done on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had greater than fifty percent symptom reduction. It was noted the battery placement in close proximity to the left anterior iliac spine caused pain. It was reported lumbar and hip x-rays were performed. It was noted the patient underwent surgery to change the stimulator location. It was reported the patient's pre-surgery pain had subsided and was recovering from the surgery.